Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal. The patient presented to the emergency room withsymptoms of hyperflexia, pruritus, anxious and feeling like she is going to "rip off her nails". Lab work was done. They planned to contact the patient's following physician. The pump was delivering baclofen. The reporter was trying to determine what dose of baclofen the patient should be given. Attempts were made to contact the patient's following physician.

Event description:
Additional information reported that the patient did not experience withdrawal. The patient had pruritus without an increase in spasticity. An x-ray was taken on (B)(6) 2013, but the specific results were not given; 10 cc were also withdrawn from the pump to ensure that there was medication in the pump. It was concluded that the system was functioning. The patient was not hospitalized and had no injury. The drug in the pump was clarified to be lioresal.

Manufacturer narrative:
(B)(4).